Event description:
A pt reported experiencing inaccurate low results with a one touch profile meter. The pt's blood glucose results were 8.5 vs the lab's 6.7 mmol/l. Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.